Event description:
A customer contacted beckman coulter inc (bci) regarding a falsely low vancomycin (vanc) result generated by the unicel dxc 800 pro synchron clinical systems. The customer indicated that initial vanc result of 1ug/ml was reported out of the lab and questioned by the physician. The original sample was re-tested and repeated vanc result was 15ug/ml. The result was amended. It is unknown if treatment was initiated or withheld, but the physician did not believe the result.

Manufacturer narrative:
Last qc run was during swing shift and results were within specifications. Customer ran qc once the problem was identified and cc side chemistries were affected, but no specific results were provided. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered that the cuvette wash probe spray pattern was weak. The fse replaced the wash probe and aligned the wash station. The fse also replaced the cc sample probe. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.